Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. Reportedly, the pump was cancelling boluses. During troubleshooting, some of the cancelled boluses were confirmed in the history but two remained unexplained. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings:a review of the pump¿s black box history showed the data from the date of the event had been overwritten due to continued use of the pump. The current black box history showed no evidence of cancelled boluses. The pump was exercised for 24 hour with no errors, alarms, or warnings occurring. A 10 unit normal bolus and a 10 unit audio bolus were performed and both were accurately recorded in the pump history. There was no evidence of hypersensitive keypad buttons observed. The complaint that the pump was cancelling boluses was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.